Event description:
The customer reported that there was a 'generator error' displayed and the system would not allow fluoroscopic exposures. This error is likely to result in an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mono-block x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.